Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and a wake button alarm (alarm 22) occurred. Cause of alarm was not known. The customer's blood glucose was within range (value not provided). Reportedly, customer continued to use the pump for insulin therapy.